Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased. The device reached end of life (eol) and could no longer be monitor. The device was explanted. No additional adverse patient effects were reported.